Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; the unit is alarming vent inop (inoperable). At this time, it is unknown when the issue occurred and whether there is patient involvement. &#1288;ere has been no report of any patient consequence associated with this event.